Manufacturer narrative:
Event date is approximate (month and year valid). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that they thought their device had been "disconnected." The healthcare provider checked the device and said nothing was wrong with it. The patient started to have "all kinds of complications" and couldn't control their diarrhea. They were able to increase stimulation during the call after a review of how to do so, and were able to feel stimulation. They were recommended to follow up with their healthcare provider at their upcoming appointment on (B)(6) 2020.